Manufacturer narrative:
Product analysis: analysis was performed and found the analyzer failed the incoming functional tests. It was also determined at analysis that the battery was depleted. The analyzer was not repaired as it was no longer serviceable. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.